Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger.  Analysis of the recharger (B)(4) found evidence of broken connector pins. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the recharger screen was blank, and was not charging even though it was plugged into the wall for two hours. The recharger was reset and appeared to be charging briefly, but then went back. The patient was able to get it to charge again by wiggling the cord. It was reported the blank screen was resolved, but the connector pin had to be held a certain way to charge the recharger. It was reported that the issue was with the connector pin and the patient had lost stimulation and could not charge the ins, and an out of box failure was alleged. Patient was issued a new desktop charger. The patient later called back with shipping questions. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.

Manufacturer narrative:
. The previously reported conclusion code no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported their weight at the time of event was (B)(6).